Event description:
Patient reported that about a week after injection in the upper cheek bones with juvederm voluma xc, the "lower eyes blew up". Patient was injected with something "to dissolve the product." Three days later, the filler dissolved and the eye swelling went down and went away. Symptoms have resolved.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is unable to confirm with the healthcare professional, therefore, additional event, product, or patient details are not attainable. The event of "lower eyes blew up" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.